Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not be returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicate that (B)(4) products désignation refobacin bone cement r 40x1, batch a735ca0212 were manufactured on (22th march 2018). The device manufacturing quality record (of 6264795) indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue (complaint category inner cement pouch open sealing) event described in the complaint. No other complaints have been recorded over the batch number a735ca0212. According to the available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. A customer letter will be send to the customer to inform the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterilized packaging is opened during the operation. Used spare bone cement complete the operation. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicate that (B)(4) products désignation refobacin bone cement r 40x1, batch a735ca0212 were manufactured on (22th march 2018). The device manufacturing quality record (of (B)(4)) indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue (complaint category inner cement pouch open sealing) event described in the complaint. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was found that the inner sterilized packaging is opened during the operation. Used spare bone cement complete the operation. No adverse events have been reported as a result of the malfunction.